Event description:
Tulip filter did not deploy correctly. Two of the legs deployed correctly seating against the caval wall, but the other 2 legs didn't open enough to reach the caval wall. Then the whole filter tilted in the vessel. The filter was removed with a retrieval set and a new filter was placed correctly.

Manufacturer narrative:
Eval: event still under investigation.